Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with caiman maryland instrument. The following information has been received as of this report: during a sleeve gastrectomy, there was an error message "short regrasp". In addition to the problem above, the result was hemostasis was not sufficient; there was blood loss (medium) which was coagulated with a bipolar instrument. The malfunction did not cause a significant delay (<15 minutes) and no injury or post operation trauma occurred. It was noted that the surgical staff were familiar with the use of the device. Sometime after the procedure, the jaw was found broken. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually. In the first step we investigated the tip of the instrument. Here we found no defects, the lower jaw and the pulling wire are in a proper condition. The rest of the instrument exhibit no further defects. Without the upper jaw in its position, a functional test makes no sense. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.